Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming arm locking device exhibits signs of normal use, and no physical damage is observed that could cause malfunction. A dimensional inspection was performed for the aiming arm locking device and met specifications as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the aiming arm locking device was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Reviewed dimensional inspection: feature: quick coupling inner diameter specification: 23.00 +0.2 mm measured dimension: 23.05 mm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h10 additional narrative:d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received.e3: reporter is a j&j employee.h3, h4, h6:the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not revealed the unable to assemble/unassemble condition for aiming arm locking device however it shows the signs of usage. Review of provided photo shows the device, with the available information reported allegation remains unconfirmed and cause remains undetermined.since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the aiming arm locking device would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.device history review (DHR): product code: : 03.037.015;lot number : 9504376;release to warehouse date : 17.jul.2015;expiration date : na;supplier: na;manufacturing site: werk hagendorf.a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 3, 2023, the items got stuck on the aiming arm and could not be used during the case. The issue happened postoperatively; there was no delay and no patient harm. This report involves one aiming arm locking device. This is report 2 of 3 for (B)(4).